Event description:
It was reported an occlusion alarm occurred. There was no reported impact to the customer's blood glucose level. Debris was found on the cartridge. The customer cleared the debris and resumed insulin therapy successfully.